Event description:
On december 21, 2007 gore was made aware of a patient that was implanted with four gore tag thoracic endoprosthesis and a gore excluder aaa endoprosthesis in 2007, to treat a type iii thoraco-abdominal aneurysm. At about two weeks later, the patient underwent a reintervention to treat a proximal type I endoleak using a gore tag thoracic endoprosthesis. A small type ii endoleak was identified on CT scans during a follow-up in 2008, but the physician does not plan on treating the patient. The patient tolerated the procedures, and is doing fine.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork for the device verified that this lot met all pre-release specifications. It is unknown which device caused the type I endoleak, therefore, all four gore tag thoracic endoprostheses will be investigated. Additional devices implanted are: tg3110/05427565, tg3710/05292447, and tg4015/04582753.